Event description:
General report received of an unspecified number of delays in therapy following alarm condition. On unspecified dates and times, the devices were programmed to deliver an unspecified IV fluid with an unspecified concentration of sodium bicarbonate. No specific pump programming was provided. After unspecified lengths of time, the nurses reported the devices alarm for air in line every 10-30 minutes for an unspecified duration. At the time, no air is noted in the tubing sets. The nurses reported unspecified delays in therapy; however, no specific pt or event details were provided. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospital for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.